Event description:
Right arm tourniquet was inflated at 1240 and deflated at 1305. At 1416, the tourniquet was noted to be inflated to 250 mm/hg. The tourniquet was not inflated by any team member, but had been inflated for 17 min. Tourniquet removed and taken out of service. FDA safety report ID # (B)(4).